Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and under the electrodes and therapy pads. The patient described the irritation as hives. There are no allegations of any bleeding, oozing, or weeping wounds. It was reported the patient has known allergies. There was no alleged device malfunction contributing to the irritation. The patient used benadryl and unscented lotion on his own. The patient's doctor advised to remove the device. The irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the damaged charger.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and under the electrodes and therapy pads. The patient described the irritation as hives. There are no allegations of any bleeding, oozing, or weeping wounds. It was reported the patient has known allergies. There was no alleged device malfunction contributing to the irritation. The patient used benadryl and unscented lotion on his own. The patient's doctor advised to remove the device. The irritation improved.